Event description:
The customer reported that the workstation would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and the customer replaced a blown fuse. The system operates as intended.